Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and generator, and the device activated. During functional testing, the device performed as intended and cut the test media. No conclusion can be reached as to the reported complaint of "the device was not as hemostatic as it should be." The instructions for use advise, under warnings: "after removing the instrument, examine the tissue for hemostasis. If hemostasis is not present, appropriate techniques should be used to achieve hemostasis." "Successful hemostasis may require adjunct measures when harmonic and harmonic ace instruments are used on solid organs. Due to the difficulty of visualizing internal structures, proceed slowly and do not attempt to transect large masses of tissue in one activation."

Event description:
It was reported that during a laparoscopic left colectomy procedure, the surgeon reports the device was not as hemostatic as it should be. A new device was used to complete the procedure. There was no patient impact reported. Additional information provided by rep: there was no catastrophic blood loss. The patient did not convert to open, they did not change the power level. The surgeon was upset about a separate issue and was likely just complaining about the device because it was there. They opened a second device and everything was fine.